Event description:
Initial reporter indicated that her hp jonada handheld has freezing issues. The handheld contained 7.1 programming software. The product is at manufacturer pending completion of product analysis.